Manufacturer narrative:
(B)(4). This report is number 3 of 3 mdrs filed for the same patient (reference 0001825034-2016-05291, 0001825034-2016-05291 and 0001825034-2016-05301).

Event description:
During the procedure there was difficulty impacting the active articulation construct onto the stem trunnion. The construct was seated inside the cup and the stem was aligned and placed inside the taper to complete the procedure. A forty-five minute delay resulted from the event.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The root cause can likely be attributed to the non compatibility of the components used in the procedure,however definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: 650-1065 cer option type 1 tpr sleve -3 640510, 192514 echo por fem red lat nc 14x150 085260, ep-200156 act artic e1 hip brg 28x50mm s56 dia28 049150, 650-1055 cer bioloxd option hd 28mm 017250, us157856 m2a-magnum pf cup 56odx50id 475950. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.